Manufacturer narrative:
(B)(4) . The patient experienced adverse events on different days with the same device. The following reports are being submitted: 3004753838-2017-99626 3004753838-2017-99627 3004753838-2017-99628 3004753838-2017-99629 3004753838-2017-99630 3004753838-2017-99631 3004753838-2017-99632 3004753838-2017-99633 3004753838-2017-99634 3004753838-2017-99635 3004753838-2017-99636 3004753838-2017-99637 3004753838-2017-99638 3004753838-2017-99639 3004753838-2017-99640 3004753838-2017-99641 3004753838-2017-99642 3004753838-2017-99643 3004753838-2017-99644 3004753838-2017-99645 3004753838-2017-99646 3004753838-2017-99647 3004753838-2017-99648 3004753838-2017-99649 3004753838-2017-99650 3004753838-2017-99651 3004753838-2017-99652 3004753838-2017-99654 3004753838-2017-99655 3004753838-2017-99656 3004753838-2017-99657 3004753838-2017-99658 3004753838-2017-99659 3004753838-2017-99660 3004753838-2017-99661 3004753838-2017-99662 3004753838-2017-99663 3004753838-2017-99664 3004753838-2017-99665 3004753838-2017-99666 3004753838-2017-99667 3004753838-2017-99668 3004753838-2017-99669 3004753838-2017-99670 3004753838-2017-99671 3004753838-2017-99672 3004753838-2017-99673 3004753838-2017-99674 3004753838-2017-99675 3004753838-2017-99676 3004753838-2017-99677 3004753838-2017-99678 3004753838-2017-99679 3004753838-2017-99680 3004753838-2017-99681 3004753838-2017-99682 3004753838-2017-99683 3004753838-2017-99684 3004753838-2017-99685 3004753838-2017-99686 3004753838-2017-99687 3004753838-2017-99688 3004753838-2017-99689 3004753838-2017-99690 3004753838-2017-99691 3004753838-2017-99692 3004753838-2017-99693 3004753838-2017-99694 3004753838-2017-99695 3004753838-2017-99696 3004753838-2017-99697 3004753838-2017-99698 3004753838-2017-99699 3004753838-2017-99700 3004753838-2017-99701 3004753838-2017-99702 3004753838-2017-99703 3004753838-2017-99704 3004753838-2017-99705 3004753838-2017-99706 3004753838-2017-99707 3004753838-2017-99708 3004753838-2017-99709 3004753838-2017-99710 3004753838-2017-99711 3004753838-2017-99712 3004753838-2017-99713 3004753838-2017-99714 3004753838-2017-99715 3004753838-2017-99716 3004753838-2017-99717

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.